Manufacturer narrative:
This report is submitted on january 06, 2023.

Event description:
Per the clinic, the patient experienced dermatitis around the implant site and was treated with topical steroid (specific date and duration not reported). The implanted device remains.